Event description:
Pt went into ventricular fibrillation and although alarm functioned, it was not appreciated by staff since there is no audible alarm able to be forwarded and the visual alarm was not sufficient.